Manufacturer narrative:
On (B)(6) 2017: the customer's clinical diabetes specialist reported the customer was to try a different type of infusion set to address the occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 273-412mg/dl and vomiting due to the elevated bg levels. Manual injections were administered to address the bg levels. Multiple system check was performed verifying the occlusion alarms and the pump performed as intended. No damage was noted to the infusion set cannula. An infusion site change was performed to address the current occlusion alarm.